Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited failure in bipolar, coil touching due to silicone rub, undersensing and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.